Event description:
No osseointegration - primary stability was achieved, no thread tap used, implant surface was completely covered by bone, smoker, periodontitis at the time of surgery, periimplantitis.